Event description:
The customer reported that the spo2 value received from their telemetry transceiver was significantly higher than when measure with a stand-alone monitor, requiring that the pt be transferred to the ICU.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.